Event description:
The complaint received states that during use the deltaplush cerecyte microcoil 3 mm x 4 cm (cpl10030430 / g12215) failed to detach. The coil could not be detached after several times of attempts. The cable was replaced; but it did not detach. It was removed. Before and after this coil; about five micrus coils were deployed with no problem using the same mc. There was no report of injury for the patient.

Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received states that during use the deltaplush cerecyte microcoil 3 mm x 4 cm (cpl10030430 / g12215) failed to detach. The coil could not be detached after several times of attempts. The cable was replaced; but it did not detach. It was removed. Before and after this coil; about five micrus coils were deployed with no problem using the same mc. There was no report of injury for the patient. The device positioning unit (dpu) passed electrical testing. The most likely root cause of the coil¿s nondetachment was due to the melting detachment fiber adhering and expanding around the coil¿s cerecyte stretch resistant suture. The returned connecting cable passed electrical and functionality testing. Therefore; it is highly unlikely that this component used in the procedure contributed to the complaint event. In addition; without the return of the enpower detachment control box (dcb) used in the procedure; it cannot be determined if this component contributed to the complaint event. Although not complaint related; it was found that the sheath fractured the resheathing tool¿s v notch during the desheathing process. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3¿¿ although not complaint related; it was found that the resheathing tool was advanced over the proximal end of the green introducer. For optimum product performance and to prevent potential complications; the IFU recommends; ¿return to the infusion microcatheter¿s rhv. Loosen the rhv and gently slide the introducer tip out from the rhv; over the dpu wire. Once a small section of the exposed dpu wire is visible; tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand; grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿ the complaint was confirmed on analysis. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time.